Manufacturer narrative:
This report is being supplemented to provide a correction based on the legal manufacturer's final investigation. Based on the information provided from the investigation, it was confirmed that foreign objects came out of the distal end. A definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, uretero-reno fiberscope experienced foreign objects came out of distal end. There was no patient involvement.